Manufacturer narrative:
Medwatch with a1 identifier (B)(4) is aviva nano system, medwatch with a1 identifier (B)(4) is mobile system. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 9.2 mmol/l with aviva nano system, 5.2 mmol/l with mobile system within 10 minutes. Unable to confirm lot of aviva strips. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.